Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of an ulcer on the right eye (od) on (B)(6) 2020 while wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The pt experienced od redness and discomfort with one week of cl wear. The pt visited an urgent care facility and was diagnosed with a corneal ulcer od. The pt was informed that the ¿corneal ulcer had abscessed.¿ the ulcer was located on the ¿superior conjunctiva with a small portion going into iris.¿ medications prescribed: vigamox every hour for 24 hours, then every two hours for 24 hours, then every 3 hours for 24 hours, then every 4 hours for one week, then every 6 hours for one week; lopred every 4 hours for three days, then every 6 hours for three days, then every 8 hours for three days, then every 12 hours for one week. The pt was advised to be in a darkened room for a few days and to discontinue to cl wear until the ulcer completely resolved. Renu multi-purpose solution is used to clean and store cls. The pt reported a monthly cl replacement schedule and does not sleep in cls. Multiple attempts were made to the treating urgent care facility for additional medical information. No additional information was received. On 15mar2021 additional information was received from the treating urgent care facility. A representative reported the pt was diagnosed with od corneal ulcer with abscess at 12 o¿clock location. The pt was prescribed vigamox eye drops (no frequency noted on file). The pt was seen for daily follow-up visits from (B)(6) 2020 through (B)(6) 2021. At the last follow-up visit on (B)(6) 2021, the pt was discharged from care, as the ulcer had resolved. No other treatment information was available. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00tqxm was produced under normal conditions. The suspect od cl was discarded. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.